Event description:
It was reported to philips that there was an issue with geometry movements as they were partly available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.